Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, vascular disease was noted at the access. While removing cook check-flo sheath from the right iliac artery, the artery was damaged. Subsequently, a stent were inserted for hemostasis, however, it failed in hemostasis. The patient underwent replacement of a synthetic vessel. It was reported that the vessel diameter was partially insufficient to perform a transcatheter aortic valve implantation (tavi). No further adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)